Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tone and extended vibration. A test battery cap was used and able to securely fit to the pump for testing. Moisture was observed behind the display lens. No moisture or damage was observed to the battery compartment. The pump cover was opened and moisture was observed throughout the internal components. Attempts to retrieve the pump's black box history was unsuccessful due to moisture ingress. The blank display was found to be caused by moisture ingress. The original complaint of a "no power" issue was unable to be duplicated because the blank display issue impeded further testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.